Event description:
It was reported that during a dilatation procedure of a calcified vessel, the catheter balloon burst at 15-16 atm. The catheter was removed with a piece of the balloon remaining in the pt. The pt was taken to surgery to have the indwelling piece of balloon removed. No further complications were reported.